Event description:
On (B)(6), 2011, this pt was undergoing treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The physician attempted to advance a contralateral leg component; however, the device was reportedly getting caught on the contralateral gate of the trunk. When the physician attempted to remove the device and advance the sheath into the gate, the delivery catheter came out of the sheath with the device missing. It was reported that the device had deployed covering the hypogastric artery. It was reported the physician then implanted a contralateral leg component to bridge the gap between the (B)(4) and trunk-ipsilateral leg component. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. Additional info has been requested.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.